Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. (B)(4). The foreign distributor determined that the cause of this event was a faulty turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of february 20, 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Manufacturing received a vela turbine interface pcba. The vela turbine interface pcba was installed in known good unit. The unit was powered up and ¿motor fault¿ and vent inop faults were duplicated. The turbine interface pcba was replaced with a known good lab turbine interface pcba and connected it with customer¿s good turbine and the unit passes. The faulty turbine interface pcba was scrapped.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/28/2015. Updated reflect failure analysis in follow up report 2021710-2015-00358-001.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to information provided by a distributor in (B)(6). "Vent inop with xcder fault (0.1.750) was confirmed couple times."